Manufacturer narrative:
Patient weight was not provided by the authors. Date of event and date of death are unknown; date of publication is used instead. Nasser, rani, doniel drazin, jonathan nakhla, lutfi al-khouja, earl brien, eli m. Baron, terrence t. Kim, j. Patrick johnson, and reza yassari. "Resection of spinal column tumors utilizing image-guided navigation: a multicenter analysis." Neurosurgical focus 41.2 (2016): 1-13. Web. No allegation of product malfunction or that product caused/contributed to patient death. Article states on page 10, "patients with metastatic disease may have multiple comorbidities and are at high risk for postoperative complication." Medtronic is filing this report as a courtesy, since the patient passed away. No product problem or relationship to event.

Event description:
Resection of spinal column tumors utilizing image-guided navigation: a multicenter analysis by nassir and drazin et al, states patient became deceased post-operatively due to tumor burden. Patient underwent procedure due to t-3 metastatic colorectal cancer diagnosis. A costotransversectomy t-3, t1-6 posterior spinal fusion was performed. Near total resection was completed. No indication or allegation that the medtronic system(s) in any way caused or contributed to the reported event. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.